Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation results: samples received: 1 open pouch. Analysis and results: the involved batch number is not known, distributor indicates the list of possible batches is: 117471, 118051, 117045 and 118083. There are no previous complaints of any of the possible batches and there are no units in stock in b. Braun surgical's warehouse of any of the batches. (B)(4) units of batch 117045; (B)(4) units of batch 117471; (B)(4) units of batch 118051 and (B)(4) units of batch 118083 were manufactured and distributed in the market. We have received an open and used sample. There are four detached (used) needles and four sutures wound on the pack. One of them has the needle detached from the thread and the thread wound on the pack. Needle attachment strength to the three unused sutures cannot be done as the sample received is contaminated and used. Taking into account that no other customer complaints have been received concerning this issue for any of the possible involved batches, we consider that this is an isolated unit. Reviewed the batch manufacturing records, the products had a normal process and the results during the process fulfill the product requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
When opening the package, thread and needle detachment was found for one of 8 sutures. Event occured before use.